Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgment during a revision procedure. The physician decided to remove and replace this lead. During the removal the tip of the lead fractured and was this part was decided to be left in the patient. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis as it was discarded.

Manufacturer narrative:
Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became fractured due to a combination of factors including manipulation during removal, lead design, and patient anatomy. At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgment during a revision procedure. The physician decided to remove and replace this lead. During the removal the tip of the lead fractured and was this part was decided to be left in the patient. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis as it was discarded.

Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgment during a revision procedure. The physician decided to remove and replace this lead. During the removal the tip of the lead fractured and was this part was decided to be left in the patient. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis as it was discarded.

Manufacturer narrative:
Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became fractured due to a combination of factors including manipulation during removal, lead design, and patient anatomy. At this time, no further information is available. Should relevant additional information become available this report will be updated.